Event description:
It was reported to medtronic neurosurgery that a shunt containing bioglide catheter soaked in gentamicin was implanted on (B)(6) 2011. According to the report, the pt developed an infection, and the shunt was explanted on (B)(6) 2011.

Manufacturer narrative:
The catheter was returned attached to the valve and measured 26". The device passed the patency and leak checks. It is unk what caused the infection. The instructions for use that accompany the device caution that "local and systemic infections are not uncommon with shunting procedures. Usually, they are due to organisms inhabiting the skin." The mfg and sterilization records showed no anomalies.